Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the left common femoral artery. The 100% stenosed de novo lesion was located in a severely calcified and severely tortuous left popliteal artery. On the first inflation the 2.5mm x 20.0mm x 143cm coyote es otw balloon was inflated to 10atms. The balloon ruptured at 12atms on the second inflation. The ruptured balloon was removed intact and the procedure was completed with another coyote es otw. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).